Manufacturer narrative:
The manufacturer previously reported "the manufacturer received information alleging a malfunction occurred on a trilogy ev300 device, in which the ventilator did not deliver the selected volumes in any ventilation mode and displayed a message indicating the device needs servicing. No patient impact or medical intervention was specified, and clinical use was not confirmed. " the trilogy ev300 device was returned to the manufacturer's service center for evaluation, and the customer's complaint was confirmed. During the evaluation, it was noted that the device failed the leak test and was found to have a huge leak in the sensor plate of the pneumatic circuit. In conclusion, the device's circuit board sensor was replaced to address the issue. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.

Event description:
The manufacturer received information alleging a malfunction occurred on a trilogy ev300 device, in which the ventilator did not deliver the selected volumes in any ventilation mode and displayed a message indicating the device needs servicing. No patient impact or medical intervention was specified, and clinical use was not confirmed. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation.